Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a patient presented with grade 3+ functional tricuspid regurgitation (tr) and thin and friable leaflets for a triclip procedure. During the procedure, triclip was implanted on anterior and septal leaflets, and after deployment, it was determined that a single leaflet device attachment (slda) occurred and clip was no longer attached to the septal leaflet. Imaging was difficult due to calcification, other implanted mitra clips, artefacts and shadows. Per the physician, slda was due to thin and friable leaflets. The final tr was grade 3. There were no adverse patient effects or clinically significant delays reported.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information reviewed, the reported single leaflet device attachment (slda) was due to the pre-existing patient anatomy (thin and friable leaflets). The reported poor image resolution was difficult due to calcification, other implanted mitra clips, artefacts and shadows. There is no indication of a product quality issue with respect to manufacture, design, or labeling.